Event description:
Additional information has been received stating that lens has been explanted with a monofocal lens and patient was doing fine.

Manufacturer narrative:
Additional information was provided in b.5., d.10. H.3. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. Not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had poor quality image at distance and near (6/9 n8) and non-adaptation to multifocality. The lens was replaced with the company lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).